Manufacturer narrative:
The cartridge has not been returned to animas. A retain sample from the same lot of cartridge was tested by product analysis on 05/07/2015 with the following findings: a visual inspection of the retain cartridge was performed. No damages or defects were noted. A fill test, a force test and a leak test were performed on the retain sample and it met passing criteria. The cartridge force readings were confirmed to be within specifications; no failures related to the loss of prime complaint were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A review of incoming inspection record indicated that the lot met release criteria.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced low blood glucose (bg) of 41mg/dl with shakiness, dizziness, and lightheadedness associated with loss of prime issues. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and did not require assistance of a third party to treat the low bg. Reportedly, the pump had emitted loss of prime warnings three or more times, and in response to the loss of primes the patient delivered an additional 0.9 units of unintended insulin. The patient¿s insulin sensitivity factor was reportedly set to 1:45mg/dl. The reporter noted that the patient¿s basal rates had been changed recently. Troubleshooting indicated that the cartridge was not being used per instructions for use. This complaint is being reported based on the allegation that the patient experienced hypoglycemia caused by use error in delivering additional insulin associated with recurring loss of primes related to use error of the cartridges.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.